Event description:
According to a reporter during a gastric sleeve procedure via laparoscopic while on the stomach area, the device stopped working on the second shot. The device was not allowed to perform firing, it recognized tissue but it did not allow to cut, on the screen of the sign it did not send any error or warning. To resolve the issue the device was replaced by manual stapler with same cartridge. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.